Event description:
Per the audiologist, the patient reported non-auditory stimulation. The results of an integrity test in 2008, were consistent with normal device function. CT scan indicates full insertion. The audiologist reprogrammed the device with no success. Explant and reimplantation is planned but had not been scheduled as of the date of this report, march 12, 2009.

Manufacturer narrative:
Cochlear attempted an electronic submission on march 12, 2009, unsuccessfully. Cochlear submitted paper submission march 9, 2009 and per FDA request, submitting electronically.